Event description:
It was reported that pump experienced recurring cartridge alarms that prevented insulin delivery from continuing even after a new cartridge was loaded. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged a replacement pump under warranty, provided instructions for loading and setup of replacement pump, advised on storing and returning malfunctioning pump with the prepaid label, and customer understood and acknowledged all instructions.